Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Stryker. Post op 8 months. Continues to have swelling, pain stiffness and knee is hot. Patient walks with a cane. Patient questioned possible metal allergy.